Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 6/26/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00+20.0 diopter) was explanted from patient¿s right eye because of patient experiencing inadequate near vision. Sutures were used. Additional information was received, and it was learnt that there was no contributing medical history and there was no capsular tear. Per surgeon no incision enlargement was performed. Reportedly lens with model zlb00 and same diopter was used as replacement for the patient. Patient was doing very good with near vision. Visual acuity pre-operative: 20/20 distance near j10; visual acuity post-operative: 20/35 distance near j3. No further information provided.